Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 537 mg/dl at the time of the incident. The customer was treated with manual injection. It was reported that the insulin pump was not working properly. The customer reported that the act button was not responding. It was reported that they were unable to complete troubleshooting of no delivery due to the act button stopped responding. The customer declined troubleshooting for high blood glucose. The customer reported that the time clock was advancing. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.